Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 of unknown lot number was not returned to cirl for evaluation, therefore a document-based investigation was completed. Documents review including IFU review: prior to distribution all zebd-7-4 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-4 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿. There is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the doctor attempted to pass the stent through the wire guide, the insertion was very hard to be conducted. Therefore, the complaint device was discarded, and the procedure was completed with a substitute product.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿ and 'difficult advancement' . When the doctor attempted to pass the stent through the wire guide, the insertion was very hard to be conducted. Therefore, the complaint device was discarded, and the procedure was completed with a substitute product.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿ and 'difficult advancement'. When the doctor attempted to pass the stent through the wire guide, the insertion was very hard to be conducted. Therefore, the complaint device was discarded, and the procedure was completed with a substitute product.